Event description:
Notes from the (B)(6) 2005 vns implant surgery indicated that the patient presented for vns placement with a platelet function disorder. The patient was therefore treated per-operatively with 0.3 mcg/kg of ddavp in 30 cc of saline over 30 minutes, IV, 60 minutes prior to surgery to reduce the risk of hemorrhage intraoperatively. He was also treated with nasal ddavp and oral amicar postoperatively to reduce the risk of hemorrhage. Intraoperative diagnostics were okay. Device was left turned off. The wound was re-irrigated with bacitracin solution prior to the end of surgery. Per the notes, there were no intraoperative complications. Postoperative evaluation on (B)(6) 2005 revealed the patient tolerated the procedure well. ¿he had no history of fever and his incisions were healing quite nicely. There was no evidence of erythema or drainage, his steri-strips were off, and there was no evidence of swelling. "According to mom, last night she noticed swelling around his stimulator site when she was giving him a bath. She also noticed bruising in the area of the connecting lead in the region just below the clavicle. Moreover, in the region of his pectoralis muscle, he has some skin breakdown which mom feels is most likely related from him scratching this area. He has had no problems with fever specifically." Examination of the midaxillary incision on the left revealed it was well healed without erythema or drainage. ¿palpation of his submuscular pocket site demonstrates some swelling around the vagal nerve stimulator, which is not tense. In addition, he has minimal swelling along the connecting lead and some bruising along this as well. There is no evidence of erythema and the swelling is very mild but nevertheless palpable." Of note the surgeon noted that prior to the patient coming to the clinic, she was concerned about the possibility of hemorrhage into the pocket site resulting in swelling. The patient had bilateral lower extremity casts placed the previous week, and the surgeon noted, it is possible that he has fallen onto the generator site resulting in bleeding into this pocket. Based on all of the laboratories studies that were performed today, the patient does not appear to have an infection at this site." The surgeon noted especially since there was bruising in this area, the swelling most likely was related to pocket hematoma and in light of his platelet function disorder. Therefore, the surgeon did not feel exploration was warranted at that time. The patient was treated with ddavp and oral amicar in attempt to stop any further bleeding. Later on (B)(6) 2005, the mother noticed increased swelling around the generator and lead and was concerned about infection versus hemorrhage. Consequently, the patient was seen by the surgeon on (B)(6) 2005. At that time, ¿white blood cell count was normal and erythrocytes sedimentation rate was also normal suggesting that the swelling was most likely related to hemorrhage. In addition, he had some bruising around the lead and pocket consistent with possible hemorrhage into the pocket site which was most likely the cause of his swelling. His pocket was mildly swollen but there was no evidence of erythema or tenderness to palpation. His incision appeared well healed without evidence of infection or drainage. However, he did appear to have an area of yeast infection medial and superior to the incision site which he was scratching and making it worse.¿ consequently, at that time, the patient was prescribed some medication to provide a barrier and recommended to mom that she place an ace wrap around the area at nighttime to prevent scratching. On (B)(6) 2005, the patient presented for evaluation again with no further swelling of the site. The bruising had almost completely resolved and he now only has very mild swelling in the region of the generator. Both incisions were well healed. "The area of skin breakdown, located superiorly medically to his midaxillary incision site, continues to look quite raw. There was no evidence of drainage or infection associated with this." The mother noticed bruising on (B)(6) 2005 that suggested the possibility that michael had fallen and caused trauma to this site resulting in hemorrhage especially since he has a platelet function disorder. The patient continued treatment in the area of skin breakdown with a barrier-type cream, gauze, and an ace wrap to prevent scratching the area. This area continued to look raw. The wound nurse recommended mepilex lite dressing without any further ointment or creams. Eventually, the area healed. The infection had completely resolved by (B)(6) 2005. He did not require surgical intervention.